Event description:
It was reported that the injection site of a luer activated valve became separated causing a leak. This occurred during patient infusion of chemotherapy and saline. The reporter stated that the injection site became separated from the internal line when removing the syringe from the side port of the line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.